Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during ra lead explant procedure, lead externalization was observed on the rv lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that lead fracture was observed on the rv lead.

Manufacturer narrative:
The reported field event of insulation abrasion and fracture were confirmed in the laboratory. Internal insulation abrasion breaching the re cable lumen was noted at 12.0-13.0 cm from the distal tip. External insulation abrasion breaching the superior vena cava (svc) cable lumen and the other side of the right ventricular (rv) cable lumen was noted at 49.5 -49.8 from the distal tip consistent with lead friction to the device can. The etfe coating was intact at these locations. A fracture of the conductor was noted at 41.5 from the distal tip.